Manufacturer narrative:
Quickie 2 wheelchair owner's manual, rev. F states: "inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel locks can fully engage. A wheel lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be embedded into the tire at least 1/8" to be effective" and "if you find the wheel locks have slipped or are not working correctly contact your sunrise medical authorized dealer for proper adjustment". Quickie 2 wheelchair owner's manual, rev. F, page 31 states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase" discussion: after evaluating the complaint, the dealer reports that the right and left hand pull wheel lock assemblies had fallen apart on the quickie 2 wheelchair. It was determined that based on similar complaints and products received, the potential root cause could be hardware loosening over time leading to insufficient wheel locking force. This potential root cause with respect to this wheelchair is currently under continuing investigation and additional information about the wheel locks are being requested for review. Based on the owner's manual, the user or dealer should be performing maintenance to reduce the risk of wheel locks becoming non-functional or broken. The dealer reported that he went to repair the wheel locks on both sides as part of maintenance requirements but the wheel lock hardware continued to fall apart. The age of the chair at the time of this complaint was 1 month. According to the quickie 2 wheelchair owner's manual, sunrise medical has a one year warranty from date of purchase for all sunrise-made parts and components that have defects in the material or workmanship. The pull wheel locks for both sides were replaced with a new ones and sent to the end user's dealer. There were no injuries or adverse impact to the user reported. Conclusion: in conclusion, the loosening of the wheel lock hardware over time is the primary potential root cause identified. The investigation into the matter is ongoing. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. Because the failure mode of non-functioning wheel locks has been previously reported, per 21 cfr 803.50, this MDR is being filed. Upon receiving any additional relevant information from this case, a supplemental report will be filed.

Event description:
The dealer reports he went to the end user's house to repair the wheel locks for both sides. He claims that it was reported the screw was backing out of both sides and the wheel locks wouldn't stay together. The dealer was unable to repair the wheel locks and requested a warranty for the parts. No injuries or adverse impact to the user was reported.